Manufacturer narrative:
This report is being filed to correct the following fields: b3: date of event and d6b: explant date.

Event description:
It was reported that this product was part of a system revision due to infection and erosion. The product was successfully explanted and the patient was placed on antibiotic treatment. There were no additional adverse effects reported.

Manufacturer narrative:
The product was sent to hospital pathology. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this product was part of a system revision due to infection and erosion. The product was successfully explanted and the patient was placed on antibiotic treatment. There were no additional adverse effects reported.